Event description:
A customer contacted beckman coulter inc., (bec) and reported that erroneous low platelet (plt) results were generated by two different unicel dxh 800 coulter cellular analysis systems for a single patient specimen on 2 different days. This report documents the results generated on (B)(6)2012, serial # (B)(4). The sample was run on this instrument multiple times. All results had no instrument generated flags. The technician then performed twice manual counts and observed no plt clumps, and the results obtained were considered correct. The operator then ran the same sample on a second dxh800 analyzer and the plt result obtained was 183,000, which was also considered correct. With the last 2 results being similar, the operator reported a plt count to the clinic of 184,000 (the average between the manual counts). The customer then pulled the sample from the morning, run on this instrument and received plt result of 103,000; the morning run was reported as 110,000. Patient results are provided in this report. MDR #: 1061932-2012-02724, is being submitted for event occurred on (B)(6) /2012, instrument s/n (B)(4). MDR #: 1061932-2012-02725, covers the event occurred on (B)(6) 2012, instrument s/n (B)(4).

Manufacturer narrative:
On (B)(4) 2012, beckman coulter received raw data for the samples run on (B)(6) 2012. Based on the raw data analysis, there was no counting malfunction identified. For the samples that had low platelet values, there was a minor interference pattern seen on the white blood count (wbc) histograms; however, there are very few events shown in the nucleated red blood cell (nrbc) scatter- plot which would indicate platelet clumps. As a result of low events in the nrbc scatter-plot, no platelet clump flag was set by the analyzer. The investigation for this reported incident has been completed. However, beckman coulter will continue monitoring of the event for any adverse trends.

Manufacturer narrative:
Unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before the event but it is unknown if controls were run after the event. Previously run specimens were rerun back to the last known acceptable control run. Service was not dispatched for this event. Raw data from (B)(6) 2012, has been received and the analysis is pending. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.